Manufacturer narrative:
Additional information has been requested. Subject device has not been explanted. Synthes is unable to provide the PMA/510k number and/or the date of manufacture as no product was returned and no lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was received and no lot number was provided. Without a lot number the device history record review could not be requested.

Event description:
Patient status post posterior thoracic lumbar fixation for deformity on (B)(6) 2010 returned to the surgeon for a post op visit. An x-ray showed a ti matrix locking cap backing out of a matrix polyaxial screw. Surgeon is not removing the hardware and is monitoring the patient. This is two of two complaints for this event.